Manufacturer narrative:
(B)(4).

Event description:
The complaint states that prompted initial setup on its own on the mobile app was reported. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.